Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed the catheter appearing separated from the rest of the unit. The reported issue was confirmed. This type of failure is likely to be a manufacturing process related issue. The failure mode of ¿catheter wedge back out¿ could potentially be caused by incorrect swage depth or incorrect flare length. Measurements could not be performed without the actual sample; and the photo did not provide sufficient details to identify any molding defects that may potentially affect the swaging process. The need for a formal corrective action is currently being considered under (B)(4). H3 other text : see h.10.

Event description:
It was reported that separation occurred during use with a unspecified bd catheter. The following information was provided by the initial reporter, "it was reported the catheter and hub became separated while inserted in patient. Pr 2 of 2: this pr is for event on unknown date with "at least 3 ed rn's". Per email: we have received multiple reports of the connection from the 18g insyte catheter and hub becoming disconnected during IV contrast infusion. Have any other locations reported similar incidents? 2nd reported event: power injector reached max pressure on injection but enhancement was adequate for image acquisition. Post scan IV catheter noted to have broken off in patient's vein. Ed provider and rn called to CT. Ed physician removed catheter with no known complication. Initial report: report of at least three ed rn's who have had bd 18g autoguard cath needle break off of the device. No packaging available, i.e. No lot number info available."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred during use with a unspecified bd catheter. The following information was provided by the initial reporter, "it was reported the catheter and hub became separated while inserted in patient. Pr 2 of 2: this pr is for event on unknown date with "at least 3 ed rn's". Per email: we have received multiple reports of the connection from the 18g insyte catheter and hub becoming disconnected during IV contrast infusion. Have any other locations reported similar incidents? 2nd reported event: power injector reached max pressure on injection but enhancement was adequate for image acquisition. Post scan IV catheter noted to have broken off in patient's vein. Ed provider and rn called to CT. Ed physician removed catheter with no known complication. Initial report: report of at least three ed rn's who have had bd 18g autoguard cath needle break off of the device. No packaging available, i.e. No lot number info available."